Event description:
It was reported by the patient that for the last month or so they are "not doing so good right now", feeling lightheaded, dizzy, feels like "I'm falling." Followup information indicates the patient is noncompliant and has not been seen for a year. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.